Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device was unable to be interrogated. Subsequently the patient had chest pain, and it was noted that the device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and was operating in safety mode. Therefore, appropriate therapy was not provided. Replacement was recommended. No adverse patient effects were reported. This device remains in service.